Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint states that the patient experienced a hyperglycemic event on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom technical support on (b)6) 2015, to report that she experienced hyperglycemia on (B)(6) 2015. Patient was at home at the time of the event. Patient reported finger stick blood glucose (bg) level 331mg/dl at the time of the event. Patient was at home and tried to lower (bg). Patient administered an unspecified correction. Patient reported (bg) continued to rise. Patient drank water. Patient began vomiting and drove herself to the hospital. Patient reported (bg) at 446mg/dl. Patient was administered 2-3 liters of intravenous (IV) saline in the emergency room. Patient reported being released from the emergency room after 1 hour. No additional medical intervention was required. There was no alleged device malfunction. No additional event or patient information is available.